Manufacturer narrative:
The pump was returned for evaluation but it was cut at the 29cm mark and only the 29 hours of data was returned. Hemolysis testing could not be conducted because the catheter was cut too short. The data did reveal outflow blocked alarms and suction alarm, the alarms coincided with the reported increase in hemolysis parameter. Biomaterial was found in the cannula near the impeller, this was likely the reason for the outflow blocked and suction alarms. Without hemolysis testing the failure mode could not be confirmed, therefore the cause of hemolysis was unable to be determined. Sepsis was suspected during the case and was resolved with antibiotics. The physicians discussed theories that included impella as a cause. Sterilization records were reviewed and no abnormalities were discovered. There is no evidence that would implicate impella as the cause of sepsis.

Manufacturer narrative:
The impella 5.0 pump has not been returned by the customer. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a 56 years old white female had impella 5.0 pump inserted in the right axillary. Sepsis was suspected during treatment and patient was given antibiotics. One physician believes that impella could be a possible cause of sepsis.